Event description:
It was reported surgery time was extended.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. A visual assessment did not note any obvious damage to the device. A dimensional inspection found all applicable attributes to be within design specifications. A review of manufacturing records did not reveal any deviations that could have contributed to this event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.